Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1 h6: multiple annex a codes were coded for this event. A090501 was coded for being unable to take a low dose scan. A1302 was coded for the scan not transferring. H3, h6: the system was serviced in the field and the logs showed a warning message proceeding with a non navigated spin. The user selected 40cm fov and did not deselect before trying to change 3d spin type to standard or low dose. No failure was found with the imaging system. B01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that initially, the site took an hd scan, but the scan would not transfer. The surgeon wanted to use a lower dosage of radiation because he operates on children. The site could not select the ¿low-dose¿ option prior to the spin. The site tried to take a 2nd spin but was unable to deselect the hd option. The surgeon decided to abort imaging and navigation. There was less than an hour delay in surgery. There was no impact on patient outcome.